Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the driver power module and ran the power supply check. The unit was also calibrated and passed all testings.

Event description:
It was reported to vyaire medical that the unit either lost power or the driver stopped while in use on a patient. When the customer tried pressing the start/stop button, the driver would not start, however, the start/stop button is green when he depresses it. There was no patient harm associated with this reported event.